Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent with elevated leucocytes and abdominal pain with chills. The cause of peritonitis unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (solution 2g/"oh", four times daily 50 mg, intraperitoneal, discontinued after 15 days) and ceftazidime (solution 1g/"oh", four times daily, 250mg, intraperitoneal, discontinued after 14 days) for the event. The same day as the event onset, nutrineal therapy was discontinued; however, treatment with extraneal and physioneal were ongoing. At the time of this report, the patient has recovered 1(5 days after the event onset). No additional information is available.

Manufacturer narrative:
E1: initial reporter postal: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.